Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing that led to pacing not being delivered when required. The patient was pacemaker dependent and was displaying symptoms due to pacing inhibition. The whole system was replaced, with both leads breaking during the explant procedure. Part of each lead was surgically abandoned. The patient had a lot of scar tissue build up that made the explant tough. A new leadless pacemaker was implanted successfully. No additional adverse patient effects were reported.